Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies and the s-curve height was measured to be within specification. The reported events of dislodgement and failure to capture were not confirmed.

Manufacturer narrative:
Corrected information: h1.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, a loss of capture was noted on the left ventricular (lv) lead. X-ray was performed and confirmed that the lv lead was dislodged resulting in the loss of capture. The device was programmed to deactivate the lv lead. At a later date, the patient then presented to the emergency room with fatigue and dyspnea. The patient was discharged and a lv lead replacement was scheduled. The lv lead was explanted and replaced to resolve the event. The patient was stable.